Event description:
It was rpeorted that the distal tip of the catheter became damaged when the tunneler could not be removed. The physician tried to cut the tunneler sleeve away unsuccessfully. Also noticed damage to the vascu-sheath which was not used. A new tray was used successfully. Reported blood loss of 20 to 100 cc.